Event description:
Kimberly-clark received a report stating, " "2x cuff deflated- patient had to be reintubated- patient was stated to have a difficult airway." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the seal cap. They were able to complete the procedure with the same trocars. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).